Manufacturer narrative:
Other relevant device(s) are: product ID: enlw1620c93e, serial/lot #: (B)(4), ubd: 06-jan-2013, UDI#: (B)(4), product analysis: the reported type iiia endoleak and left iliac aneurysm were confirmed on the films provided; however, the exact cause of the event could not be determined. Lack of pre-implant CT¿s did not allow for a thorough assessment of the pre-implant anatomy. It is likely that the minimal overlap observed in the right limb at the index procedure was a factor in the occurrence of the type iiia endoleak. It is also possible that disease progression and morphology changes over time, as demonstrated by the iliac aneurysm and increased aortic neck angulation, contributed to the observed event. If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant stent graft system was implanted in an unknown endovascular procedure. It was reported that a CT was performed 10 years later where a endoleak type 3a was observed. Additionally, a distal left common iliac aneurysm had developed in the interim. It was stated that a inadequate overlap of 10-13mm between the enlw1620c93e right limb and enew2020c82e right distal extension was noted during the initial follow-up performed one month post index procedure. An initial angiogram confirmed a complete dis-association of the right limb and distal extension, intervention was performed approximately 6 weeks post CT where an etew2020c82e iliac extension was additionally implanted to span the gap and successfully resolve the type 3a leak a non-medtronic device was then deployed into the left internal iliac artery, after which a etlw1610c199e limb was delivered into the etlw1624c93e left iliac device to extend the seal beyond the iliac aneurysm and achieve seal in the proximal left external iliac artery. An angiogram confirmed adequate distal seal and successful occlusion of the left hypo, it was decided the proximal overlap of the etlw1610c199e needed to be extended with a etlw1616c124e limb to achieve adequate overlap in the long anatomy. Final angiogram was then performed, where resolution of the right type 3a endoleak and complete occlusion of the left iliac aneurysm were confirmed. Per the physician, it was reported the cause of the event was due to inadequate overlap of the right limbs during the index procedure. No additional clinical sequelae were reported and the patient is fine.